Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for an alleged charge/battery lasts less than expected found on (B)(6) 2022. The pump passed the displacement test, active current test and self test. Pump failed sleep current test due to moisture damage. No unexpected battery alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms or alerts were found in the history files or traces on or near the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Charge/battery lasts less than expected not confirmed during testing. Exposed to moisture confirmed. Unexpected battery power loss confirmed due t medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's battery lasted only a few days, even with fresh and lithium battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.